Event description:
Patient reported obtaining back-to-back glucose results of 25 mg/dl and 160 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Valid quality control testing was not performed on the system (patient was testing with expired control solutions). Technical support requested the return of the suspect product and replacement product was shipped.